Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Only the battery pack was returned for evaluation; therefore, functional testing could not be performed. Visual examination of the returned product/provided pictures found the outer pack was warped and the interior had electrolyte leaked inside the pack. There did not appear to be any damage to the wiring. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design and/or manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in germany.

Event description:
It was reported that during surgery, the battery is defective, so it cannot be used. There was no patient harm. There was a 1-minute delay as a new product had to be retrieved from storage and connected. There was no medical intervention. The battery did not exhibit expulsion, leaking electrolyte/acid, explodes, or ruptures. They used the product as usual ¿ with a continuous trigger operation as always. When they used the same product afterwards the same way, there were no problems with it. The pulsavac wasn¿t even working, it never started. During device evaluation and visual examination, it was discovered that the interior had electrolyte leaked inside the pack. Due diligence is complete, there is no additional information available.